Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead exhibited low amplitudes and low within range impedance. The rv lead was relocated potential times, however, the amplitudes and impedance remained the same. The lead was removed from the body. The helix was inspected. A small amount of tissue was seen on the helix. The tissue was removed with saline spray. The physician noted that the helix was jumping out when extending the helix. The physician asked for another lead and successfully implanted the lead. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead exhibited low amplitudes and low within range impedance. The rv lead was relocated potential times, however, the amplitudes and impedance remained the same. The lead was removed from the body. The helix was inspected. A small amount of tissue was seen on the helix. The tissue was removed with saline spray. The physician noted that the helix was jumping out when extending the helix. The physician asked for another lead and successfully implanted the lead. No adverse patient effects were reported. The lead was returned for analysis.